Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that in connection with routine refilling of baclofen, service code 528 was seen regarding the pump motor having stalled and recovered. The patient had not had magnetic resonance imaging (MRI) since the last refill. The pump serial number "ngp44058h" was indicated; however, this serial number is not recognized as a valid manufacturer's serial number. No patient symptom was reported. Additional information was received from a foreign healthcare provider via a company representative on 2024-may-31. The patient was clinically well treated and experienced no symptoms of anything wrong. No actions were taken. The code 528 seen was regarding a stall having occurred sometime but unknown when. No pump logs were available. The serial number of the pump could not be confirmed. It was further indicated that no actions were planned and all was good.